Event description:
It was additionally reported that the patient had a driveline infection that evolved into sepsis. Intravenous antibiotics were administered. The patient had a chronic driveline infection with a bacteria that does not have a good suppressive therapy and required intravenous antibiotics. The onset of the infection was unknown. Due to signs of sepsis and risk for recurrent neurologic events that pump was discontinued and the patient died.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection and sepsis could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported neurologic events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) including the applicable sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU lists infection (localized, driveline, pump pocket or pseudo pocket), sepsis, other neurological event, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, "patient care and management", also lists infection and neurological dysfunction as a potential late postimplant complication. Furthermore, several sections of the heartmate ii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline wound that became septic. The patient passed away due to sepsis.